Manufacturer narrative:
(B)(4). The iabp was serviced by the field service engineer (fse) and the mforce driver was replaced. The iabp was placed back into service.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 3 while on patient. The staff stated that the patient did not need the iabp anymore. As a result, the intra-aortic balloon (iab) was removed and the iabp was put out of service. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of system error 3 alarm is confirmed. Damage consistent with burning was noted on the returned m-force motor driver and the motor driver to pump assembly cable, which can cause the alarm. A CAPA investigation determined the root cause of the burnt connectors is a combination of the molex connector on the motor driver pcb and the motor driver cable. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: the iabp was serviced by the field service engineer (fse) and the mforce driver was replaced. The iabp was placed back into service.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system error 3 while on patient. The staff stated that the patient did not need the iabp anymore. As a result, the intra-aortic balloon (iab) was removed and the iabp was put out of service. There was no report of patient complications, serious injury or death.